Event description:
It was reported that during a renal artery stenting treatment procedure, stent dislodgement occurred. The physician was attempting to treat a 99% stenosed, 5x15mm de-novo lesion located in the moderate to severely tortuous and moderately calcified right renal artery. Vascular access was obtained in the right femoral. The lesion was pre-dilated with a 4x15mm sterling balloon catheter resulting in 80% residual stenosis. This 5.0x19x90cm express sd stent delivery system (sds) was loaded over a .018 thruway guide wire and an attempt to advance to the target lesion was made. The physician encountered significant resistance in an attempt to cross the lesion. Extra force was applied by the physician, but the sds would not cross the lesion. The physician pulled back the sds in an attempt to withdraw the device, however, more resistance was felt. The stent dislodged from the sds at this point in the abdominal aorta and embolized to the left common iliac artery. Vascular access was switched to the left femoral and the stent was snared out from the left common iliac artery. The procedure was concluded at this point. There were no further pt complications. The pt's status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.